Event description:
It was reported that during intraocular lens (iol) preparation, it was observed a rupture (tear) while the lens was still in the cartridge/injector. Upon identification of the defect, the lens was immediately discarded and another lens of the same model and diopter was used to completed the procedure. Through follow-up we learned that the issue was observed prior patient contact. Patient is fine. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.